Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), radiation, chemotherapy and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On august 19, 2024, novocure was made aware that the patient had a small pustule described as a pimple on the surgical resection site (last surgical resection (B)(6) 2024). The physician expressed concern about a potential infection developing and recommended temporarily discontinuing optune gio therapy. On (B)(6) 2024, the prescribing physician noted that the patient presented as an outpatient on (B)(6) 2024. At that time, the patient reported after shaving, the pustule opened, and it was subsequently diagnosed as a wound dehiscence. The patient was prescribed an antibiotic ointment (sulfadiazine) by his general practitioner (gp). The patient denied any fever or signs of illness. Laboratory tests showed no signs of infection, and a wound swab taken by the gp revealed no pathogens. The wound dehiscence had since shown improvement. After discontinuing optune gio therapy for one week, the patient resumed therapy. The prescribing physician noted it was not clear whether the wound dehiscence was caused by optune gio therapy.